Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The ratchet handle doesn't ratchet smoothly.

Manufacturer narrative:
Although a functional check found the instrument to still function as intended, the sleeve is difficult to pull down that attaches to mating devices. The root cause is attributed to heavy usage. The date code (B)(4) indicates the instrument was manufactured in september of 1997 and is (B)(6) years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.